Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad issue. It was reported that the up arrow keypad button did not ¿click¿ when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/06/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, the up arrow and contrast keypad buttons were found to not spring back and click after button presses; the down arrow and ok buttons functioned properly. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen that was difficult to read. A test display screen was inserted and found to function properly with no visible signs of fading or discoloration of text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.